Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the driver was broken during surgery. The site opened up a second instrument set and finished the procedure with that driver. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The driver was returned for analysis. Analysis confirmed that the tip of the driver was broken off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated that this was a lumbar fusion procedure and the instrument broke inside the screw head with it being inside the patient anatomy. It was stated that the surgeon was torquing too hard with the nav driver instead of the inner cannula driver.